Event description:
It was reported that the lead exhibited a reduction in r-waves following the implant. A micro-dislodgement was deemed to be the cause. The lead was repositioned, and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.